Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated they had been having issues with questionable ise indirect na for gen.2 (sodium) results on the cobas 8000 ise module (ise module) and had several service visits. Of the data provided, only the sodium results for one patient sample were discrepant. The initial sodium result was 149 mmol/l and the repeat result was 143 mmol/l on another ise module. The repeat result was deemed to be correct. The erroneous result was not reported outside of the laboratory and there was no adverse event. The sodium electrode lot number and expiration date was requested but not provided. The field service engineer (fse) was not able to determine the cause of the issue. He replaced the ise sipper nozzle and tubing, cleaned the ise flowpath, inspected the ise module and tubing, and performed an ise check that was within specifications. The customer¿s calibration and quality control were within specifications.

Manufacturer narrative:
During an additional service visit the fse found damaged tubing between the sipper syringe and a valve in the ise sipper assembly. The tubing was pinched and was not allowing for the correct aspiration. The fse observed air and small amounts of fluid that was not flowing. The fse replaced the tubing, purged the air, and performed multiple ise checks that were consistent. The instrument was operational after the service visit. The investigation was not able to determine a root cause based on the provided information. There have been no further issues since the service visit.